Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: no defect was found. Unable to duplicate the complaint. The last basal delivery was on (B)(6) 2016. And the last bolus delivery was a 13.75u bolus on (B)(6) 2016 at 13:45. The pump history indicates a manual time/date change was made from (B)(6) 2015 to (B)(6) 2015 then back to (B)(6) 2015. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/07/2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date the prior week was high and the patient was hospitalized. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device malfunction or use error could not be ruled out as a contributing factor to the hospitalization.